Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient returned for a routine follow up and the CT scan demonstrated that the stent graft had migrated distally 3 cm into the aneurysm sac with a type I endoleak present. This was attributed to disease progression and aortic neck dilatation. The aneurysm currently measures 6.7 cm in diameter. The patient may be treated at a later date and will be monitored by the physician.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).